Manufacturer narrative:
The device and guide wire were discarded by the facility; therefore, an analysis of the actual complaint devices is not possible. The device history record for this oad lot number and the material inspection report for the guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The devices met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off in the patient. The patient had multi-vessel disease and was scheduled to undergo a coronary artery bypass graft (CABG) following the atherectomy procedure. There were lesions located in the left anterior descending (lad) artery and the circumflex artery. A guideliner guide catheter was introduced into the patient to access the lesions. The physician advanced the csi viperwire guide wire through the guideliner, into the patient, and loaded a csi orbital atherectomy device (oad) onto it. The physician performed three runs at low speed using the oad. After the third run, the physician was unable to adjust or remove the guide wire. The guideliner was backed out and a finecross guide wire was introduced into the patient in attempt to help remove the guide wire; however, the finecross wire got stuck when advancing it in the patient. A quickcross guide wire was then advanced into the patient and the physician utilized it to assist in removing the viperwire. As the viperwire was being removed, the physician discovered that the tip had fractured off. The tip of the wire was left in the patient and the patient was transferred to the ICU in stable condition. Later that day, the CABG procedure was performed, during which the viperwire was removed from the patient. Three requests for additional information have been made, but none has yet been received.